Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('missed abortion') and haemorrhage in pregnancy ('bleeding during pregnancy:') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)" on (B)(6) 2011. The patient's medical history included cesarean section in 2010, hand operation in 2006, esophageal reflux in 2004, depression in 2004, anxiety disorder in 2004, migraine in 2000, headache in 2000, ovarian cyst, fibroids, painful intercourse, vulval burning sensation, vulval boil, dysfunctional uterine bleeding, nausea, grand multiparity, incision site tenderness, abdominal pain lower, vaginal pain, pain rectal, neck pain, cholecystectomy, retroverted uterus, miscarriage, irregular periods, appendectomy and gravida ii. Previously administered products included for an unreported indication: cytotec. Concurrent conditions included cervical pap smear abnormal since 2012, arthritis since 2004, abdominal pain, breast discharge female, breast pain female, fibrocystic breast, pelvic pain female, bleeding menstrual heavy, fatigue, sciatica, yeast infection, vulval itching, abdominal cramps, paratubal cyst, photosensitivity reaction, diabetes mellitus, nephrolithiasis, sciatica, bronchitis, post-traumatic stress disorder, urinary tract infection, obesity, weakness, dizzy, palpitations, shortness of breath, leg cramps and vaginal bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (norco), naproxen sodium (aleve), nystatin and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with threatened abortion"). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopy with bilateral distal salpingectomy, dilatation and curettage and suction d and c). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, haemorrhage in pregnancy, vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, abdominal pain lower and dyspareunia had resolved and the pregnancy with contraceptive device, abortion spontaneous, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, haemorrhage in pregnancy and pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded total bilateral occlusion; on (B)(6) 2011: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Pregnancy test urine - on (B)(6) 2013: positive. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : medical device removal, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received- new reporter, medical history, concomitant drugs, removal details, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy with threatened abortion'), abortion spontaneous ('missed abortion') and haemorrhage in pregnancy ('bleeding during pregnancy:') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section in 2010, hand operation in 2006, esophageal reflux in 2004, depression in 2004, anxiety disorder in 2004, migraine in 2000, headache in 2000, ovarian cyst, fibroids, painful intercourse, vulval burning sensation, vulval boil, dysfunctional uterine bleeding, nausea, grand multiparity, incision site tenderness, abdominal pain lower, vaginal pain, pain rectal, neck pain, cholecystectomy, retroverted uterus and miscarriage. Previously administered products included for an unreported indication: cytotec. Concurrent conditions included cervical pap smear abnormal since 2012, arthritis since 2004, abdominal pain, breast discharge female, breast pain female, fibrocystic breast, pelvic pain female, bleeding menstrual heavy, fatigue, sciatica, yeast infection, vulval itching, abdominal cramps, paratubal cyst, photosensitivity reaction, diabetes mellitus, nephrolithiasis, sciatica, bronchitis, post-traumatic stress disorder, urinary tract infection, obesity, weakness, dizzy, palpitations, shortness of breath, leg cramps and vaginal bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopy with bilateral distal salpingectomy and suction d and c). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and abdominal pain outcome was unknown and the abdominal pain lower and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, haemorrhage in pregnancy and pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: positive. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : medical device removal, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), vaginal infection, psychological or psychiatric problems condition: depression and mental anguish, pelvic pain, abdominal pain, cramping, painful intercourse" were added. Patient demographics and lab data were added. Medical history and concomitant medication were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('missed abortion') and haemorrhage in pregnancy ('bleeding during pregnancy:') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)" on (B)(6) 2011. The patient's medical history included cesarean section in 2010, hand operation in 2006, esophageal reflux in 2004, depression in 2004, anxiety disorder in 2004, migraine in 2000, headache in 2000, ovarian cyst, fibroids, painful intercourse, vulval burning sensation, vulval boil, dysfunctional uterine bleeding, nausea, grand multiparity, incision site tenderness, abdominal pain lower, vaginal pain, pain rectal, neck pain, cholecystectomy, retroverted uterus and miscarriage. Previously administered products included for an unreported indication: cytotec. Concurrent conditions included cervical pap smear abnormal since 2012, arthritis since 2004, abdominal pain, breast discharge female, breast pain female, fibrocystic breast, pelvic pain female, bleeding menstrual heavy, fatigue, sciatica, yeast infection, vulval itching, abdominal cramps, paratubal cyst, photosensitivity reaction, diabetes mellitus, nephrolithiasis, sciatica, bronchitis, post-traumatic stress disorder, urinary tract infection, obesity, weakness, dizzy, palpitations, shortness of breath, leg cramps and vaginal bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In april 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with threatened abortion"). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopy with bilateral distal salpingectomy, dilatation and curettage and suction d and c). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, haemorrhage in pregnancy, vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, abdominal pain lower and dyspareunia had resolved and the pregnancy with contraceptive device, abortion spontaneous, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, haemorrhage in pregnancy and pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded total bilateral occlusion; on (B)(6) 2011: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Pregnancy test urine - on (B)(6) 2013: positive. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : medical device removal, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: outcome for previously reported events pelvic pain, abdominal pain, bleeding during pregnancy, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: vaginal were updated to recover. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('missed abortion') and haemorrhage in pregnancy ('bleeding during pregnancy:') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)" on (B)(6) 2011. The patient's medical history included cesarean section in 2010, hand operation in 2006, esophageal reflux in 2004, depression in 2004, anxiety disorder in 2004, migraine in 2000, headache in 2000, ovarian cyst, fibroids, painful intercourse, vulval burning sensation, vulval boil, dysfunctional uterine bleeding, nausea, grand multiparity, incision site tenderness, abdominal pain lower, vaginal pain, pain rectal, neck pain, cholecystectomy, retroverted uterus and miscarriage. Previously administered products included for an unreported indication: cytotec. Concurrent conditions included cervical pap smear abnormal since 2012, arthritis since 2004, abdominal pain, breast discharge female, breast pain female, fibrocystic breast, pelvic pain female, bleeding menstrual heavy, fatigue, sciatica, yeast infection, vulval itching, abdominal cramps, paratubal cyst, photosensitivity reaction, diabetes mellitus, nephrolithiasis, sciatica, bronchitis, post-traumatic stress disorder, urinary tract infection, obesity, weakness, dizzy, palpitations, shortness of breath, leg cramps and vaginal bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with threatened abortion"). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopy with bilateral distal salpingectomy, dilatation and curettage and suction d and c). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, haemorrhage in pregnancy, vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, abdominal pain lower and dyspareunia had resolved and the pregnancy with contraceptive device, abortion spontaneous, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, haemorrhage in pregnancy and pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded total bilateral occlusion; on (B)(6) 2011: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Pregnancy test urine - on (B)(6) 2013: positive. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : medical device removal, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopy with bilateral distal salpingectomy'), pregnancy with contraceptive device ('pregnancy with threatened abortion'), abortion spontaneous ('missed abortion') and haemorrhage in pregnancy ('bleeding during pregnancy:') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section in 2010, hand operation in 2006, esophageal reflux in 2004, depression in 2004, anxiety disorder in 2004, migraine in 2000, headache in 2000, ovarian cyst, fibroids, painful intercourse, vulval burning sensation, vulval boil, dysfunctional uterine bleeding, nausea, grand multiparity, abdominal tenderness, abdominal pain lower, vaginal pain, pain rectal, neck pain, cholecystectomy and retroverted uterus. Previously administered products included for an unreported indication: cytotec. Concurrent conditions included cervical pap smear since 2012, arthritis since 2004, abdominal pain, breast discharge, breast pain female, fibrocystic breast, pelvic pain female, menorrhagia, fatigue, sciatica, yeast infection, vulval itching, abdominal cramps, paratubal cyst, photosensitivity reaction, diabetes mellitus, nephrolithiasis, sciatica, bronchitis, post-traumatic stress disorder, urinary tract infection, obesity, weakness, dizzy, palpitations, shortness of breath, leg cramps and vaginal bleeding. In 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced haemorrhage in pregnancy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy with bilateral distal salpingectomy and suction d and c). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, pregnancy with contraceptive device, abortion spontaneous and haemorrhage in pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, haemorrhage in pregnancy, medical device removal and pregnancy with contraceptive device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2013: positive. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: medical device removal, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: medical record received - case become incident, previously reported event "plaintiff began to experience complications" deleted, events "pregnancy with threatened abortion, missed abortion, device ineffective, bleeding during pregnancy, laparoscopy with bilateral distal salpingectomy" were added. New reporter, patient information date of birth, product information essure insertion date and removal date, medical history and lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.